Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided but not sent for further review as images were not recent. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left total hip arthroplasty was performed with unknown product due to coxarthrosis secondary to rheumatoid arthritis. The patient was revised with competitor product due to periacetabular osteolysis. A second revision occurred due to instability and detachment of the acetabulum. A tmt acetabulum in cage was placed while the competitor stem remained. The patient is now being considered for a revision with pmi product due to marked osteolysis with pelvic discontinuity. Findings: revision anticipated due to marked osteolysis with pelvic discontinuity. Implants will be made available for investigation on the surgery date (to be scheduled when the requested implant is available). A definitive root cause cannot be determined; however, it is known that a competitor head was used with the zimmer biomet cup and this is considered off label use per IFU. As a part# was not provided, the IFU reference could not be confirmed. It is unknown if this off label use caused or contributed to the reported event. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial left total hip arthroplasty performed with unknown product due to coxarthrosis secondary to rheumatoid arthritis. The patient was revised with competitor product due to periacetabular osteolysis. A second revision occurred due to instability and detachment of the acetabulum. A tmt acetabulum in cage was placed while the competitor stem remained. The patient is now being considered for a revision with pmi product due to marked osteolysis with pelvic discontinuity. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.updated: a2, a3, a4, b5, b7, d6a, g3, g6, h2, h3, h6.

Manufacturer narrative:
(B)(4). G2: foreign: portugal. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a hip arthroplasty on an unknown date subsequently, the patient plans to be revised due to unknown reason.